Event description:
During emergent case the merge documentation system was not working, call made to it, merge and physician notified. Case was performed by documenting on paper then entering in other merge system at a later time. No harm to patient.